Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a long boot time, however the display malfunction was able to be confirmed and it was noted that the lines visible on the programmer screen when it was bumped were due to the low voltage differential signal (lvds) board connection being loose and therefore the lvds board was reseated. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer had a long boot time and that the display malfunctioned. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.